Event description:
The customer reported a heparin over infusion. Heparin 25,000 units in 500ml of d5w was started at midnight and by 0300 the bag was almost empty. The rate of infusion was 32 ml/hr. The pump was turned off at 0320. The patient required additional treatment and testing (specific details not available). Testing by the customer determined a 6-8% discrepancy in flow rate. The customer stated the IV set will be sent in with the pump.

Manufacturer narrative:
(B)(4). Although the customer has indicated the devices will be returned, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.